Event description:
Customer reports sinus infection. Md recomended discontinued use of the soclean with CPAP. Antibiotics received on two separate md visits, 1/2022 & 2/2022.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.